Event description:
On (B)(6) 2013, the 4.5mm lcp (locking compression plate) condylar plate was removed due to patient pain. The implant date of the device is unknown. No adverse event was reported during the removal of the plate. This report is for an unknown condylar plate part. This is 1 of 1 device for this event reported on (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4).